Event description:
Reporter stated that pt obtained a blood glucose result of 574 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 15 units of insulin. Reporter indicated that, one hour later, patient retested blood glucose and received a result of 497 mg/dl; pt delivered an additional 5 units of insulin. After another hour passed, pt reportedly retested and received a result of 421 mg/dl. Reporter indicated that the value seemed unusual, given the amount of insulin taken. Reporter decided to test himself, as he is not diabetic, and obtained a result of - 500 mg/dl. Reporter stated that, at this time, patient was not responsive. Reporter indicated that he attempted to treat patient with juice and a glucose paste and then phone emergency medical services. Upon their arrival (approximately 10 minutes later), patient's blood glucose reportedly measured 31 mg/dl, on paramedics' monitor. Reporter stated that pt was treated with a glucogon shot and was then transported to the hospital for additional treatment. Once hospitalized, patient was reportedly treated with an intravenous glucose solution. Reporter did not know if additional testing was performed. Patient's current condition: still hospitalized, but feeling better. At the time of the event, patient was testing with expired strips. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.